Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output and an adverse event occurred. The patient stated they experienced low blood sugars which resulted in a visit to the emergency room. The patient indicated that the receiver did not alert for the low; however, event details were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.